Event description:
Caller stated that medical attention was sought on (B)(6) 2019 around 4:00pm at the end-user's home. Caller stated that her husband was not responding to her verbally, was clenching his fist and breathing shallowly. Caller stated that she tested him with his prodigy meter an received a result of 21mg/dl. Caller then called the paramedics. No food or medication was consumed while waiting for medical attention, but he did eat (B)(6) and take 60 units of tuojeo prior to needing medical attention. Paramedics arrived around 15 minutes later and tested the end-user with their meter and received a result of 50mg/dl. The paramedics administered glucose in an IV and transported the end-user to the hospital. Caller is unable to recall what the end-users blood glucose was when they arrived at the hospital. The end-user did not receive any treatment for his blood glucose while at the hospital other than the glucose IV. The end-user had his medication changed from lantus to toujeo 3 days prior to seeking medical attention. The end-user was told to follow up with his primary dr. He was treated at (B)(6) health system located at (B)(6).